Event description:
After having a massive life-threatening pulmonary embolus due to unknown cause the patient had an optease filter placed on (B)(6) 2011. Approximately 5 months later, an unsuccessful attempt was made to retrieve the filter even though the physician knew it was past time to do so per the IFU. The retrieval attempt was unsuccessful, as the filter had embedded and endothelialized into the vena cava wall. There was no reported patient injury.

Manufacturer narrative:
Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Various complications have been reported with use of retrievable ivc filters. The predominant concern is the development of endothelialization, which would make subsequent removal impossible. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The retrieval difficulty experienced by the costumer was most likely related to the length of time the filter was deployed in the patient, approximately 5 months, which is well beyond the recommended time as stated in the IFU.